Event description:
It was reported that there was an impedance issue, and impedances were high at 20,000 ohms. Electrodes were not specified with the issue. The lead was not covering the left sided pain. The patient had pain in both left and right legs. The left lead had high impedances and wasn¿t able to be used for programming. The right lead wasn¿t covering the left side pain. An action as a result of the event was reprogramming. No diagnostic testing or troubleshooting was performed but would be in the future. Patient status at the time of the report was alive no injury, and there were no patient symptoms or complications associated with the event. The patient would like the lead revised so she could get stimulation coverage on the left side. Surgery wasn¿t scheduled at the time of the report. Additional information received reported that it was unknown when the lead became an issue and the cause of the impedance issue was not determined. They were unable to tell if a lead fracture was noted, no x-rays were done, and no further troubleshooting, intervention or other actions were taken to resolve the event. No revision was scheduled yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was pain recurrence. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The patient reported pain recurrence/loss of stimulation. Imaging showed lead fracture. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was related to the leads which were connected to the implantable neurostimulator (ins). The spinal cord stimulator (scs) had provided good relief of right side low back pain, however, it did not cover the left side bilateral pain despite recent programming.

Event description:
Additional information received about a month later reported that no revision had been completed or scheduled for the patient.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).